Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the chipped adhesive on bending section cover, and foreign material that came out of tube could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that the adhesive on bending section cover had a chip, and foreign material came out of channel tube was found. There was no patient involvement.